Manufacturer narrative:
The device was returned for analysis. The reported difficulties cannot be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely an interaction with patient anatomy or the suture pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a 6fr sheath. Reportedly, the suture could not be verified after removing the plunger and a cuff miss occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.